Manufacturer narrative:
The device evaluation was completed on 14-jul-2021. It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation, a bubble error occurred. Tubing was flushed several times. The pump was rebooted but the issue continued. It was confirmed the tubing was deflected, so the tubing was changed to a tubing with the same lot #. The tubing reoccurred with the replacement. The bubble sensor was wiped but the issue continued. The tubing was changed again by another from a different lot number, and the issue resolved. It was also reported that transseptal puncture (with brockenbrough technique) was done to approach the left atrium. The thermocool® smart touch® sf bi-directional navigation catheter was inserted to map the right atrium, left atrium and ablate the pvc. When the la was approached, ablation was started. Patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echocardiography. Remainder of the procedure was aborted. Pericardiocentesis was done to drain the fluid from the pericardium. The patient was then sent to the operating room and had open-chest surgery. Blood transfusion was also required. There¿s no report of prolonged hospitalization. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. Since this event was life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure; it is to be considered serious and MDR reportable. The pump bubble error was assessed as not MDR reportable. If pump error bubbles occurred, the most likely consequence would be an intraprocedural delay or cancellation. The potential risk to the patient was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/11/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).